Event description:
It was reported that during an unknown procedure the device could not open after installing the first cartridge. Changed to another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? No tissue present. During which stroke did the event occur? No tissue present. The surgeon just closed the device prior to surgery then the surgeon found that the device could not open. The analysis found that one device was returned in good visual condition and with one ecr60b cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.